Event description:
Patient's mother called. States that they have been injecting the norditropin in the back of patient's butt. She states that each time she injects the patient in the butt with the 5mm pen needle, dots form on his butt. She states that the dots don't go away for at least a few days. Dates of use: 1 year.